Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pins and system pcb assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device during a run had turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control reviewed the device data, verified the reported issue and was able to determine inadequate electrical connection due to worn battery pins caused the reported issue.

Event description:
The customer contacted physio-control to report that their device during a run had turned off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.